Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with a saline mentor of unknown type and experienced deflation on unknown side breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The lot/serial number of the device is unknown.

Manufacturer narrative:
New information: on (B)(6) 2018, it was reported to mentor that this complaint was identified as a duplicate of manufacturer¿s reference number (B)(4), and any additional information received will be submitted under both report numbers. Duplicate manufacturer report number: 1645337-2018-04427. See additional information below as per identified in duplicate report: the following information has been updated as per duplicate manufacturer¿s reference (B)(4): the patient underwent unilateral removal and replacement with a mentor smooth round moderate profile 175cc saline prosthesis on 5/8/2018; catalog # 3501620, s/n (B)(4) (r). Patient¿s date of birth, patient¿s age and age unit in a2. The date of event on b3. The operator of device in d5. The inplantation date on d6 and the explantation date on d7. A yes has been added to device available for evaluation as well as the returned date of the device on d10. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).